Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b3, b4, b5, d9, e1, e2, e3, g2, g3, g6, and h10 e1 telephone number: (B)(6) if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the malfunction occurred during surgery. No harm/injury to the patient. Another device was not used to complete the surgery. There was a few minutes of delay in the surgery while the graft was assessed for usability. It was still used. An additional unplanned graft was not taken. The graft was not damaged. No adverse event associated with the malfunction. Due diligence is complete and there is no available information at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, it was observed that the comb was bent. No adverse event was noted for this malfunction. Due diligence is in process and there has been no response at this time.

Event description:
No additional details regarding the event are available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.